Manufacturer narrative:
The product was not requested to be returned for evaluation and therefore a root cause could not be verified. We are unable to assess if any product condition could have contributed to the patient's skin infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 24: warnings: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands; clean the insulin vial with an alcohol prep swab; clean the infusion site with soap and water or an alcohol prep swab; keep sterile materials away from any possible germs. Changing your pod chapter 3 / page 33. Check the infusion site at least once a day: be aware of signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider. If you observe any problems with the pod, replace it with a new pod. Living with diabetes 11 / page 115: warnings: if you suspect an infection, immediately remove the pod and apply a new pod in a different location. Then call your healthcare provider.

Event description:
It was reported that a (B)(6) boy had a skin reaction in the area of the pod. On the first day of wear, he felt pain but continued to wear the pod for 3 days, despite the pain. The pod was worn longer than 48 hours on the leg. Upon deactivation, the patient's mother noticed the site had an abscess and that the area was hot. She took him to see his doctor who prescribed antibiotics of fucidin (ointment) and oral cephalexin (8 ml for 3 times a day for a week) for his site infection.

Manufacturer narrative:
Insulet conducted a full sterilization file review for the lot l44094. This lot was found to pass all criteria and there were no deviations associated with sterilization process. The biological indicators (bi) were also reviewed and showed no viable growth. Indicating proper sterilization of the lot. A review of complaints in israel show that this is the only occurrence from this lot out of over 20,000 units distributed. This would indicate the issue (infection) experienced by the customer was not due to a lot related issue.